Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was and remain hospitalized due to several breaks on the outer sheath and inner lumen throughout the entire driveline (dl). The inner lumen and wires were severely twisted. Upon examination and review of the dl the vad stopped momentarily, disconnection and reconnection of the dl allowed the vad to restart without issues. A dl splice repair was performed successfully. The dl remains in use.

Event description:
It was reported that the patient presented to the hospital with high power alarms and electrical fault alarms on the controller. Logfiles were downloaded and reviewed; high watt alarms were attributed to the pump only running on one motor stator. A picture of the driveline was provided that showed a twist in the driveline, which was suspected to be causing the electrical faults. Plans were made to evaluate the driveline for any damage and determine next steps. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.